Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 19-dec-2016: despite follow-up attempts, no response was given to date. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain (interpreted as pelvic pain) and bleeding for weeks after insertion and was treated for infection. Around 3 years later, she became pregnant and miscarried. She underwent dilation and evacuation and had her tubes removed. However, one coil was removed and the other was never found, it had migrated. Pelvic infection, device dislocation, pregnancy with contraceptive device and genital bleeding are anticipated events while spontaneous abortion is not anticipated in the reference safety information for essure. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Therefore, a causal relationship between pelvic infection and essure inserts cannot be excluded. Considering that essure may move during therapy and that a dislocated essure may contribute to bleedings and pregnancy, a causal relationship between these events and essure inserts cannot be excluded. In contrast, although the gestational age was not provided, since in most of the cases, the miscarriage is due to chromosome abnormalities or gross morphological malformations, this miscarriage is assessed as unrelated to essure inserts. This case is regarded as incident due to serious injury. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
Quality safety evaluation was received on 17-nov-2016. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain. This event is anticipated in the reference safety information for essure. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required (intervention required). Other nonserious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Previous supplemental 1 report was submitted in error; this is correct supplemental information. Follow up information was received on 17-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain (interpreted as pelvic pain) and bleeding for weeks after insertion and was treated for infection. Around 3 years later, she became pregnant and miscarried. She underwent dilation and evacuation and had her tubes removed. However, one coil was removed and the other was never found, it had migrated. Pelvic infection, device dislocation, pregnancy with contraceptive device and genital bleeding are anticipated events while spontaneous abortion is not anticipated in the reference safety information for essure. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Therefore, a causal relationship between pelvic infection and essure inserts cannot be excluded. Considering that essure may move during therapy and that a dislocated essure may contribute to bleedings and pregnancy, a causal relationship between these events and essure inserts cannot be excluded. In contrast, although the gestational age was not provided, since in most of the cases, the miscarriage is due to chromosome abnormalities or gross morphological malformations, this miscarriage is assessed as unrelated to essure inserts. This case is regarded as incident due to serious injury. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA (case# mw5065261) in united states on 20-oct-2016 which describes a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Treatment medications included wellbutrin (bupropion) and citalopram (citalopram) and over the count medications included multi vitamin (multi-vit), and zyrtek (cetirizine hydrochloride). The insertion procedure was extremely painful. The consumer had pain and bleeding for weeks. The pain was so bad she could not bend over. It affected her everyday life. She was treated for infection. Her first dye test to verify that her tubes were completely sealed failed on one side. She waited a little longer and had the dye test again and both tubes showed completely closed. The consumer became pregnant in 2016 and miscarried at unspecified weeks of gestation; she underwent surgery (dilation and evacuation) and also had her tubes removed at the same time on (B)(6) 2016. One coil was removed, the other was never found, it had migrated. She did not know if it was still in her or not. She also experienced unexplainable pain in her right hip for about a year before the pregnancy that went away once her tubes were removed. Injuries (serious important medical events, required intervention and hospitalization) were mentioned but not specified and /or assigned to one of the events. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain (interpreted as pelvic pain) and bleeding for weeks after insertion and was treated for infection. Around 3 years later, she became pregnant and miscarried. She underwent dilation and evacuation and had her tubes removed. However, one coil was removed and the other was never found, it had migrated. Pelvic infection, device dislocation, pregnancy with contraceptive device and genital bleeding are anticipated events while spontaneous abortion is not anticipated in the reference safety information for essure. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Therefore, a causal relationship between pelvic infection and essure inserts cannot be excluded. Considering that essure may move during therapy and that a dislocated essure may contribute to bleedings and pregnancy, a causal relationship between these events and essure inserts cannot be excluded. In contrast, although the gestational age was not provided, since in most of the cases, the miscarriage is due to chromosome abnormalities or gross morphological malformations, this miscarriage is assessed as unrelated to essure inserts. This case is regarded as incident due to serious injury. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-mar-2017: quality safety evaluation of ptc without major changes. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain (interpreted as pelvic pain) and bleeding for weeks after insertion and was treated for infection. Around 3 years later, she became pregnant and miscarried. She underwent dilation and evacuation and had her tubes removed. However, one coil was removed and the other was never found, it had migrated. Pelvic infection, device dislocation, pregnancy with contraceptive device and genital bleeding are anticipated events while spontaneous abortion is not anticipated in the reference safety information for essure. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Therefore, a causal relationship between pelvic infection and essure inserts cannot be excluded. Considering that essure may move during therapy and that a dislocated essure may contribute to bleedings and pregnancy, a causal relationship between these events and essure inserts cannot be excluded. In contrast, although the gestational age was not provided, since in most of the cases, the miscarriage is due to chromosome abnormalities or gross morphological malformations, this miscarriage is assessed as unrelated to essure inserts. This case is regarded as incident due to serious injury. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.